Manufacturer narrative:
Review of this MDR and/or additional information received shows the device in this report is not marketed/commercially distributed in the united states. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
The manufacturer's representative reported the system was removed due to infection. No patient symptoms or outcome was reported. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is rec'd.